Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('very mild patchy chronic endometritis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (ess205) (batch no. 620741, 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included pap smear abnormal in 2005, gonococcal endometritis in 2005, ruptured ectopic pregnancy in 2001, chlamydial infection in 1994, stomach cramps, thrombosis, pelvic abscess, multi gravida and parity 3. Concurrent conditions included toothache, dental abscess, ovarian cyst, sleep apnea, menometrorrhagia, musculoskeletal pain, vaginal discharge, vaginitis and trichomoniasis. On(B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient started acetaminophen at an unspecified dose and frequency. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), anxiety ("psych injury/psychological or psychiatric problems: anxiety, depression and mental anguish") and depression ("depression"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with duloxetine hydrochloride (cymbalta), hydroxyzine, ibuprofen, metronidazole, oral contraceptive nos and surgery (ablation, d&c). Essure (ess205) treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.; on (B)(6) 2006: left occlusion only. Concerning the injuries reported in this case, the following one were reported via medical record: endometritis. Lot number: 620737, manufacture date: 2006-07, expiration date: 2008-06. Lot number: 620741, manufacture date: 2006-08, expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('very mild patchy chronic endometritis'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) (batch no. 620741, 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included pap smear abnormal in 2005, gonococcal endometritis in 2005, ruptured ectopic pregnancy in 2001, chlamydial infection in 1994, stomach cramps, clot blood, pelvic abscess, multi gravida and parity 3. Concurrent conditions included toothache, dental abscess, ovarian cyst, sleep apnea, menometrorrhagia, musculoskeletal pain, vaginal discharge, vaginitis and trichomoniasis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient started acetaminophen at an unspecified dose and frequency. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), anxiety ("psych injury/psychological or psychiatric problems: anxiety, depression and mental anguish") and depression ("depression"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with duloxetine hydrochloride (cymbalta), hydroxyzine, ibuprofen, metronidazole, oral contraceptive nos and surgery (ablation, d&c). Essure (ess205) treatment was not changed. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded.; on (B)(6) 2006: left occlusion only. Concerning the injuries reported in this case, the following one were reported via medical record: endometritis. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received - case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), depression and very mild patchy chronic endometritis were added. Event psych injury updated with psychological or psychiatric problems: anxiety and mental anguish. Essure lot number, events onset date, patient race, new reporter, concomitant medication and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.